Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a phrenic nerve injury was reported during ablation of the right superior pulmonary vein (rspv). Capture of the phrenic nerve could not be achieved during the remainder of the procedure. Confirmation the pni had resolved was received approximately 3 weeks post-procedure. It is unknown when the pni resolved.